Event description:
It was reported that while introducing the guidewire (included with the balloon system) into the catheter, resistance was encountered. The physician continued to advance the catheter in the patient, but the guidewire does not move. The system was removed from the patient and the distal coil on the guidewire was found stretched. No patient injury reported.

Manufacturer narrative:
The balloon catheter was returned for investigation with guidewire. The guidewire's coil section was found stretched and unraveled with the core wire broken into two segments. Analysis of the break point showed the failure of the core wire occurred due to torsional overload.